Event description:
Hold jh 7/10.the external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the main seal was pinched, the lower case, hanger assembly, keypad and knobs were contaminated, the display wire insulation was pinched (though it was noted that the wire insulation was not compromised), five case screws were contaminated, the encoder nuts were not torqued to specification, it needed a battery shorting bar and the plastic film was left on the display by the manufacturer. All found defective parts were replaced and all other identified issues were resolved. (B)(4).